Event description:
Opened sterile venous pack lot #43483479 to prep for pt procedure. Noted a small back speck in sterile bowl. No saline or other products were added to the bowl. Black speck is loose and moves in bowl. The entire drape was folded, and closed and entire tray not used. This was noted before any procedure and no products from this tray came in contact with the pt.